Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deformity due to the breast asymmetry and irregular contour of the breasts. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent primary breast reconstruction surgery with a 550cc mentor memorygel breast implants on both sides and was presented with breast implant rupture on her left side noticed by the physician on (B)(6) 2019 and confirmed by MRI on (B)(6) 2019. The patient underwent bilateral explantation, and replacement with catalog number 3341352, serial number (B)(4) on the left side and with catalog number 3341352, serial number (B)(4) on the right side on (B)(6)2020. On (B)(4) 2020, mentor became aware that patient also experienced deformity for both breasts due to the breast asymmetry and irregular contour of the breasts. Pathology report also indicated left side ¿fibrosis with fat necrosis¿. This report is for the patient¿s right-sided device.